Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('failed uterine pregnancy') and pregnancy with contraceptive device ('failed uterine pregnancy') in a (B)(6) year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (resulting in subsequent surgeries, including a recent d&c, tubal ligation and ablation procedure). At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff's post-essure-implantation course has been marked by severe and constant back and abdominal pain, unusually heavy and frequent menstrual periods (two menses per month), fatigue, autoimmune type and/or allergy symptoms, device migration, and two ectopic and one failed uterine pregnancies, resulting in subsequent surgeries, including a recent dilation and curettage, tubal ligation and ablation procedure. (All events and an ectopic pregnancy were reported in linked case no. (B)(4), an another ectopic pregnancy episode was reported at case no. (B)(4)). She continues to suffer from pain and autoimmune/allergy symptoms caused by the implantation of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('failed uterine pregnancy') and pregnancy with contraceptive device ('failed uterine pregnancy') in a 31-year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (resulting in subsequent surgeries, including a recent d&c, tubal ligation and ablation procedure). At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff's post-essure-implantation course has been marked by severe and constant back and abdominal pain, unusually heavy and frequent menstrual periods (two menses per month), fatigue, autoimmunetype and/or allergy symptoms, device migration, and two ectopic and one failed uterine pregnancies, resulting in subsequent surgeries, including a recent dilation and curettage, tubal ligation and ablation procedure. (All events and an ectopic pregnancy were reported in linked case no. (B)(4), an another ectopic pregnancy episode was reported at case no. (B)(4)). She continues to suffer from pain and autoimmune/allergy symptoms caused by the implantation of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: update of quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.